Event description:
It was reported that a patient with tactra experienced erosion, fever, and infection. A surgical procedure was performed to remove the tactra. No further patient complications were reported.